Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the display was damaged and unreadable. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device had minor scratches on the display window. No crack display window noted. The insulin pump also had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.